Manufacturer narrative:
(B)(4). The rt204 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The returned breathing circuit kit was inspected for missing components. Results: the returned circuit kit was received with sealed packaging. It was observed that the pressure line was missing from the kit. Conclusion: each breathing circuit kit consists of a number of components grouped together during production. It is likely that operator error has resulted in the omitted pressure line. This component is added to the breathing circuit kit at the packing station at the end of the production line. A pack card is displayed at the packing station to provide the production line staff with a visual representation and a list of all the components they are required to include. The circuit kits are visually inspected for any missing components. After the components are packed, they are weighed to check for missing parts by weight. If the breathing circuit kit is more than four grams lighter than it should be the scales will alert the operator to the potential of a missing part from the breathing circuit kit. (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that the pressure line was missing from an rt204 adult dual heated breathing circuit kit. The missing component was noted before patient use.